Event description:
It was reported that an ilet pump became nonfunctional due to a damaged internal display/lcd with visible lines while the outer touchscreen glass remained intact, and the device was no longer watertight; the user transitioned to backup therapy, and the pump was replaced. Symptoms included hyperglycemia up to 220 mg/dl for several hours. Outcomes included no medical intervention, no ketone testing, no hospitalization, and continued insulin via an alternate pump. Investigation included a review of complaint details, a user interview, and return logistics for device evaluation. Investigation of this case revealed a display module failure affecting usability and sealing integrity that prevented continued therapy and required device replacement. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.